Event description:
Consumer alleges laying against a heating pad in bed when she smelled burning. The heating pad was smoking and damaged the bedding. No injury was reported with this incident.

Manufacturer narrative:
Laying on the heating pad is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.